Manufacturer narrative:
Evaluation summary: the loosening of the nut connecting the insertion flexible tube and the control body causes the ift to rotate (loosen), which also causes leakage. We introduced a torque wrench and changed from manual tightening to a torque wrench.

Event description:
The user found that the ift of scope leaked and reported to device department. The time of event is unknown. There was no report of patient harm.